Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Gastric bypass, the 4-40 stud broke on the handpiece. A second handpiece was used to complete case with no pt consequence.